Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio iq meter displayed an "error 4" during testing. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged error message began to appear around (B)(6) 2016. The patient informed the csr that he manages his diabetes with insulin (self-adjuster) and denied taking any action regarding his usual diabetes management due to the alleged error message appearing. The patient reported that he began to develop symptoms of feeling "shaky and tired" on an unspecified date during (B)(6) 2016 but denied receiving medical treatment. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time. The csr confirmed the patient was testing with test strips that had been stored correct, were not expired or opened past their discard date. However, the csr noted the incorrect testing process was being followed as insufficient blood may have been applied to the test strip. The csr noted the patient was unwilling to walk through a retest. The patient refused to have replacement products sent. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged error message began to appear.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systematic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.